Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a shaft fracture occurred in an area that could not enter the patient. The target lesion was located in a heavily calcified mid left anterior descending artery (lad). The physician used a 1.2 laser then proceeded to use a 1.25 rotalink. The lesion was then predilated with a 2.0x20 maverick balloon and 2.0x20 nc quantum apex balloon. The rotablator was used and the lesion predilated once more with a 2.5x20 maverick balloon. The physician tried to place the 2.5x20mm promus premier but after multiple attempts were made to get the stent to cross the lesion the shaft broke outside of the patient. The device was removed successfully and the procedure completed with three promus premier stents from the mid to proximal lad; a 2.5x16, 3.0x16 and 2.5x12 for a great result. The patient was doing fine following the procedure. However, device analysis revealed that the shaft fracture occurred in an area that could have entered the patient.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: an inspection of the returned device revealed the device was returned in two sections due to a hypotube break 170mm distal to the manifold strain relief. The hypotube was flattened at the breakpoint indicating a kink occurred prior to breakage. The hypotube was kinked at various locations particularly severe in the area 2cm proximal to 2cm distal to the breaksite. A 0.0155" product mandrel was advanced through the entire guidewire lumen without restrictions. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).